Manufacturer narrative:
The customer complaint is confirmed. The initial visual examination of the returned blood pump could not identify any defects. The pump was then disassembled for further testing and the membrane layers were individually examined. All three membrane layers were found to be intact. Graphite agglomerates were detected between the membranes. These could be seen as dimples on the membrane surface, confirming the customer complaint. No membrane defect could be detected. The cause of the dimples noted on the membrane was most likely the graphite particles that formed due to an abrasion between the layers. The resulting graphite agglomerates led to a recurring optical abnormality.

Manufacturer narrative:
The excor blood pump, s/n (B)(4), was in use by the patient from (B)(6) 2019 (22 days). We have reviewed the production records of the excor blood pump, s/n (B)(4). This pump was produced according to our specification. The blood pump is designed with a triple layer membrane separating the air chamber from blood chamber for safety reasons. The entire membrane consists of an air-side layer, a middle layer and a blood-side layer. In case of disruption in one of the triple layers, there are two more layers that will maintain the integrity of the air and blood chambers. A detailed investigation report will be provided as soon as available pending return of the affected blood pump.

Event description:
Berlin heart was contacted by the (B)(4) distributor to report dimples were noted on the air-side layer of the triple layer membrane in the excor blood pump of a patient supported in the lvad configuration. Based on video material that the clinic provided, berlin heart clinical affairs (ca) personnel recommended an exchange of the affected blood pump. The exchange was performed by trained professionals at the clinic on (B)(6) 2019. The exchange was performed without complications and the patient is doing well.